Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is unable to communicate with the external devices. The patient underwent a surgical procedure on (B)(6) 2016 and the ipg has been unable to communicate with the external devices since that time. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. The issue has been resolved.